Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported issue of clip failed to release from catheter. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2014-03133 pertains to the first resolution clip device, manufacturer report #3005099803-2014-03134 pertains to the second resolution clip device, and manufacturer report # 3005099803-2014-03135 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used in the colon during an endoscopy procedure on (B)(6) 2014. According to the complainant, during the procedure, the clip would not release from the catheter to deploy. The same issue occurred with the second and third resolution clip devices. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.